Manufacturer narrative:
Not returned to manufacturer.

Event description:
It was reported that a split up the side of a gastric jejunal tube between the ports where it connects to the tube was (B)(6) 2015. The tube was replaced on (B)(6) 2015 without issue or injury.

Manufacturer narrative:
(B)(4). Actual device not evaluated. No testing methods performed. No results available since no evaluation performed. Device discarded by user, unable to follow-up. The actual complaint product was not returned for evaluation. A review of the device history record is in progress. Upon completion of the investigation, a follow-up report will be submitted. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).